Event description:
It was reported the pt was part of a clinical study involving deactivation of device for end stage heart failure and had passed away. Upon investigation, it was found the device was in backup vvi mode. The device was explanted.

Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.